Event description:
The customer reported a malfunction on their pump, identified by a specific malfunction code. There was no definitive information regarding any adverse impact on the customer's blood glucose level. The malfunction was linked to a field correction, which the customer had not yet acknowledged. Tandem technical support provided pump reset information, but the customer lacked charging supplies and planned to call back after obtaining them. After successfully resetting the pump without the recurrence of the malfunction code, the customer was advised to continue using the pump and to contact support if the issue reappeared.